Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced stimulation and for that reason the lead was attempted to be repositioned. During repositioning the lead helix exhibited extension issues. It was decided to be explanted. This is considered life threatening situation as surgical intervention was performed to resolve the issue. No additional adverse patient effects were reported.